Event description:
Customer reportedly received results of 386 mg/dl on the advantage system and 179 mg/dl on a professional's meter within 10 minutes. No high high blood symptoms reported with these results. No action taken based on device results. Customer is using expired test strips (per product labeling, it advises not to use expired product as it is likely to give false results). No adverse event reported. The discrepant results were obtained at a physician's office. No quality controls were used. Requested return of suspect device and replacement was sent.